Event description:
The pt ws implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing shortness of breath. Etiology though to be right ventricle failure or a pulmonary issue. The pt experienced a gi bleed and was admitted into the hospital and was there for six days. The pt received five units of packed red blood cells (prbc's) and the bleeding site in upper gi tract was cauterized and clipped. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.